Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: removed 4076 other device because it was not concomitant to the reported event. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead had "poor" sensing. The lead was not implanted. No patient complications have been reported as a result of this event.